Manufacturer narrative:
Title: early postoperative anastomotic obstruction due to an intraluminal blood clot after laparoscopic anterior resection: a case r eport source: volume 36, number 5, 2020 ann coloproctol 2020;36(5):349-352 accepted: jun 11, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed about an early postoperative anastomotic obstruction on a (B)(6) female patient, issues occurred due to an intraluminal blood clot after laparoscopic anterior resection. The patient was discharged after laparoscopic anterior resection where the distal bowel was transected with a linear stapler. The patient visited the emergency department one day after because of abdominal pain. Computed tomography showed that the anastomosis site was obstructed with low-density material. The stapled anastomosis ring was found intact, and there was no evidence of inflammation around the anastomosis. Intraoperative endoscopy was performed under general anesthesia and blood clot filling the lumen were identified. As the scope was advanced to the blood clot with air inflation, the blood clot was evacuated. Early postoperative anastomotic obstruction due to an intraluminal blood clot after laparoscopic anterior resection: a case report. 10.3393/ac.2020.06.11.2